Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that iab fill port was not connected properly. The fse reconnect all the ports and the connectors of all boards and the issue was resolved. The unit was handed over to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check up , the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involved.